Manufacturer narrative:
Updated fields : b4, e1 (event site telephone), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions ), h11. Corrected fields: g2. A getinge field service engineer (fse) checked and valve assembly fault was detected. After replacing the drive manifold, test parameters meet factory specifications. Device approved for clinical use.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during an inspection that the cs100 intra-aortic balloon pump (iabp) experienced an automatic inflation failure. There was no patient involvement, and no injuries were reported.